Event description:
The device was implanted and de-aired with no problems. Off cardiopulmonary bypass, air was noted in the aortic line. Bypass was immediately inititated and the device examined. A leak was discovered in the inflow valve housing. All else appeared normal. The device was removed from the ventricle and a new inflow valve was prepped and attached and then anastomosed. The pt did not regain consciousness following surgery/anesthesia and is presumed to have suffered an air embolus which rendered her brain dead.